Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a penditure device , it was reported that the clip migrated. A 35mm clip was placed with normal pressures and the left atrial appendage (laa) was cut with no bleeding - no initial issues. The customer re-evaluated penditure post op cab bypasses and noticed the clip had moved at tip end. The customer reported there was still no bleeding and no recapture due to fact that laa had been cut for decompression. It was left in place with no further echo evaluation. The customer had used an inferior approach. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the patient was off pump when the clip was placed. The tissue was of average thickness. It was reported that the customer did not use the sizer to confirm the clip size.